Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. This device is an other equipment manufacturer (OEM) product, as such the device history record review is not implemented because it is unknown whether there were any manufacturing abnormalities, special adoptions, or variations based on the inspection sheet. This device is an other equipment manufacturer (OEM) product, and it is not implemented because it is unknown whether there were any manufacturing abnormalities, special adoptions, or variations based on the inspection sheet. Probable cause for the failures are as below: for the broken left panel plastic: since there was an abrasion in the entire lower part and a crack was identified in the lower left corner, it is likely it was caused by an external impact. For the image is still attributed to the entry of sdi1 being broken: the cause of the failure of sdi1 could not be identified, but it is likely to be the following factors: effects of static electricity, effects of external impact, malfunction of internal components.

Manufacturer narrative:
There is no additional information available for this event. Event date is not known. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. The user¿s complaint was confirmed. Upon the physical inspection of the device, it was observed that the device was cracked on the front and back of the lower left corner with pieces of casing missing, minor scratches all over bottom of front panel, a puncture hole in the front panel control, and had singe marks on rear cover around power supply. Further inspection observed that the sdi1 has no visual output. In conclusion, the cause of the failure of sdi1 could not be determined.

Event description:
As reported for this event, during maintenance the device was observed to have the left panel plastic broken; the screen glass was not broken and device could still yield an image. There is no patient involvement.